Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on his back described as red, bumpy, and itchy skin. The patient consulted his physician who game the patient medication. Follow-up indicated that the irritation was still present. The current medical condition of the irritation is unknown.